Event description:
It was reported that the patients deep brain stimulation lead was not in the most beneficial area, and not within the target area. The lead was on the border of the target area. The patient had really bad tremors, which progressively worsened over time, and the stimulation could not adequately cover the patients pain. The physician felt that the patient could have better control of the tremors by revising the lead. The patient underwent a revision procedure in which the lead was explanted, and a new lead was implanted and repositioned. The explanted lead will not be returned as it was discarded by the medical facility. The patient was doing fine postoperatively.